Event description:
The facility representative reported a flogard infusion pump where door number 1 was indicating occlusion. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. It was not reported if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was confirmed. Service indicated that the door was the cause of this issue.